Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and slightly flared (opened) around the proximal balloon cone. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and both proximal and distal balloon cone appeared slightly inflated with the balloon wings not tightly wrapped and folded. The balloon cones show signs of some positive pressure applied to them. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 50-90% stenosed, diffuse target lesion was located in the proximal to mid right coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, after removing from the guide catheter, it was noted that the stent itself was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 50-90% stenosed, diffuse target lesion was located in the proximal to mid right coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, after removing from the guide catheter, it was noted that the stent itself was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.